Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a blockage on the insulin pump. The customer reported insulin was not delivered, causing the customer to have diabetic ketoacidosis. The customer's blood glucose was 19.7 mmol/l at the time of incident. The customer also they were hospitalized on (B)(6) 2015 due to the high blood glucose event. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The customer's alarm history showed several no delivery alarms occurred. The customer could not remember if the infusion set was bent upon removal from their body. Troubleshooting was not completed because the high pressure test was not performed. The insulin pump will not be returned for analysis.